Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a pt had an unexpected postoperative refraction in both eyes. Add'l info has been requested. There are two medical device reports associated with this event. This file is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. (B)(4).